Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that three knives were blunt during cataract surgery. Alternate knives were obtained in order to complete the procedure. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
Three opened knife samples were received in blisters unrelated to the complaint for the reported issue of blunt knives. The returned knives are not seated properly in the blade protector trays. The returned samples were visually inspected and were found to be nonconforming. Sample number one had a damaged tip and a damaged cutting edge while sample numbers two and three had damaged tips. Penetration testing could not be performed due to the damaged condition of the samples. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The photos to the parent complaint were reviewed by the manufacturing site. Photo number one shows three knives incorrectly seated in blade protector trays within blisters. One of the handles is labeled with product identifier information which confirms the reported product. Photo numbers two and three show three tyveks which are not related to the complaint. It was confirmed that the knives were returned in any available blister that the customer had. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edge exhibited on the returned opened samples, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).